Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station encountered an error while issuing medication. The technical support specialist (tss) had inspected the zones and restarted the cabinet, successfully restoring its functionality. The system functioned as intended after the technical supports specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medbank tower, when they trying to issue a medication, the system would skip to the end of the transaction process. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay reported. There were no adverse events or injuries reported based on this incident.